Event description:
It was reported via repair work order that the fowler could not be lowered due to bent fowler ball screw. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Customer returning for the repairs.